Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens is cut into three pieces and adhered to each other by solution, typical of insertion and removal from the eye. No foreign material is observed other than solution. A small scratch is observed on the posterior side of the optic near the edge. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a non-qualified cartridge and non-qualified viscoelastic. The product investigation could not identify a foreign material on the lens. Only solution is observed on the lens. The presence of surgical solution on the returned sample is evidence that the product was subjected to handling. Due to the condition of the returned sample and the presence of surgical solution, we cannot verify any foreign material was present when opened. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, foreign substance at the edge of the optic was observed. The procedure was completed with a new lens. Additional information has been requested.